Event description:
It was reported that the system 7 dual trigger rotary was allegedly leaking an unknown substance during the cleaning process. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that the system 7 dual trigger rotary was allegedly leaking an unknown substance during the cleaning process. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The device has been received, but the evaluation has not yet begun. Additional information may be submitted once the quality investigation is complete.

Manufacturer narrative:
During the device evaluation, the reported event of leaking was duplicated. It was confirmed that the handpiece had grease on the front bearing. This likely occurred due to non-recommended cleaning procedures.